Event description:
It was reported that during a surgical procedure at the user facility, a stryker representative found a tear on the hood. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Discarded by the customer.

Event description:
It was reported that during a surgical procedure at the user facility, a stryker representative found a tear on the hood. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.